Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 15-mar-2019 with the following findings: during investigation, no damage or defects were observed to the keypad. All keypad buttons were responsive to user inputs, and spring back normally. The keypad was lifted, and no corrosion or contamination was observed to the button contacts. The alleged keypad button issue was unable to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.